Event description:
According to the reporter, during a robot right hemicolectomy resection case, when performing functional end-to-end anastomosis extracorporeally, reload was used, but after closing the jaws on the colon, there was a handle error showing exclamation mark, red circle with red slash, and restart indication were alternately displayed. The jaws could not be opened, so the side button was long pressed for 10 seconds, then the knife automatically returned, and the jaws opened. It was noted that firing did not stop, because firing was not performed as device stopped working when the jaws were in closed status. The handle was restarted but since there was concern over it, another powered stapler was used and the procedure was completed. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell (lot#unknown) sigadaptstnd, sig power sigadaptstnd linear adapter (sn:unknown). Egia60avm, egia60av.m egia 60 artic vasc med sulu (lot#unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during a robot right hemicolectomy resection case, when performing functional end-to-end anastomosis extr acorporeally, reload was used, but after closing the jaws on the colon, there was a power handle error (handle inside the no symbol) and restart indication were alternately displayed. The jaws could not be opened, so the side button was long pressed for 10 seconds, then the knife automatically returned, and the jaws opened. The handle was restarted but since there was concern over it, another powered stapler was used and the procedure was completed.

Event description:
According to the reporter, during a robot right hemicolectomy resection case, when performing functional end-to-end anastomosis extr acorporeally, reload was used, but after closing the jaws on the colon, there was a handle error showing exclamation mark, red circle with red slash, and restart indication were alternately displayed. The jaws could not be opened, so the side button was long pressed for 10 seconds, then the knife automatically returned, and the jaws opened. The handle was restarted but since there was concern over it, another powered stapler was used and the procedure was completed. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.